Manufacturer narrative:
Continuation of d10: product ID 8709, lot/serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter h3. The returned pump passed all testing in the laboratory and no anomalies were identified. Visual inspection of the returned catheter identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2011; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6); ubd: 28-jun-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 154 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a planned pump replacement. The patient was asymptomatic, however, upon investigation during surgery, the hcp noted that the catheter appeared cut or sheared off at the spinal incision. There were no environmental/external/patient factors to report. Diagnostics/troubleshooting performed included the hcp attempting aspirate at both the pump site as well as the spinal incision site, but aspiration was not possible. The decision was made to replace the entire catheter at that point. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but was not made available.